Event description:
The customer reported that air leaked from the cuff of the patient's tracheostomy tube. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.